Event description:
Information was received from a patient (pt) regarding an external device for an implantable neurostimulator (ins). The reason for call was pt reported that their controller screen is going blank when they are using recharger to try to charge implant. They said this started "about 2 months ago but it would just occasionally go blank" and now its happening more and more. Pt says that the screen goes blank when they have the recharger plugged in and trying to charge the implant. Troubleshooting was unable to be performed as pt has already been frequently taking battery pack out and reinserting, but it was happening very frequently. Pt says they still have charge in ins but are worried it will go dead if they keep having to do this and doesn't want that to happen because they don't want their pain to return. Pt says end of recharger is intact. The donut part of the recharger does heat up when charging. Pt mentioned they are very thin "I am 108 pounds" and the ins does come close to the surface of her skin and it can be painful when charging sometimes and can feel the "heat from the donut".

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: the 97755 recharger, serial # (B)(6), was returned for product analysis. Analysis revealed controller goes blank when plugged into the recharger. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.